Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (front panel flashing) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the monitor fell. After the monitor disappeared, when the monitor was reinserted, the front panel of the subject device started flashing. Reportedly, this issue was not reproduced after leaving the device on for about 2-3 hours. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is being submitted for the reportable malfunctions of monitor disappeared and front panel flashing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be reproduced. Therefore, the root cause could not be identified. This supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information regarding the reported event was received: the subject device was not inspected prior to use. The event occurred during therapeutic procedure. The device was replaced with a similar device, and the procedure was completed. There was a 10-minute delay in the procedure while replacing the device. There was no patient injury or harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. The monthly analysis report showed that there were no increasing trends. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.